Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic surgery lobectomy, on the lung, the surgeon wanted to press the green button on the right but it did not work for the firing mode. So the user tried to repeat 5 times, it also did not work. After that, the handle was suddenly able to enter firing mode. The user was ready to fire the tissue but it would not fire. The powered handle set was changed to complete the case. There was no patient injury.